Event description:
It was reported "difficulty plugging in charging cable and getting pump to charge". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.